Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of lymphadenopathy, seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "axillary ganglion", capsular contracture baker grade iii-IV, inflammation, "lymph node enlargement", "discrete amount of liquid" , rupture, redness and slight pain.

Event description:
Patient reported "axillary ganglion", capsular contracture baker grade iii-IV, inflammation, "lymph node enlargement", "discrete amount of liquid" , rupture, redness and slight pain on left side. The device remains implanted. Patient also has history of breast cancer which is considered not device related.